Event description:
Hamilton medical ag received the following event description : flow sensor did not calibrate. Tight ness did not calibrate.

Manufacturer narrative:
Service engineers checked the device. Servo valve has been identified to be the faulty component and has been replaced.